Event description:
It was reported that a patient with symptoms of dizziness and lightheadedness presented in doctor¿s office. Upon review, the patient had escape rhythm. It was noted that the right ventricular lead exhibited loss of capture and high impedance. The lead was explanted and replaced. The patient did not have any complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the lead had a fracture.